Manufacturer narrative:
Due to character/space constraints within the h10/11 narrative/corrected data field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions. H6: updated health effect: e1906: unspecified infection; e2326: inflammation. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established . H6: health effect impact code: f1903: device explantation . H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Conclusion: #1 gore® dualmesh® plus biomaterial [unknown pid] [no allegations, added later]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use further warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Medical records that indicate mesh exposure may reflect abdominal wall wound dehiscence as a function of a patient¿s poor tissue quality or loss of anchorage of fixation or may be related to individual patient comorbidities, and technical and/or procedural aspects of the repair. These factors include, but are not limited to, fixation type, suture technique, type of and tension on the incision, and wound classification at time of procedure. Post-operative factors such as the development of a post-operative infection, an incision and drainage procedure, or wound packing could result in mesh exposure. Additionally, patient comorbidities that could influence wound dehiscence leading to mesh exposure include, but are not limited to, smoking and obesity. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unknown. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  (B)(6) 2008: (B)(6) emergency room visit. Difficulty breathing, some pain. Diagnosed with pneumonia 2 weeks ago. Actually was hospitalized at (B)(6) in (B)(6) for pneumonia. With this episode, describing thick chocolate sputum. Review of systems: reports chest discomfort, shortness of breath, cough, chest congestion, also reports some abdominal pain. Laboratory: (B)(6). CT of the chest reported a large defect in the dome of the left hemidiaphragm, which has herniated the entire stomach portion to the left hemicolon and the tail of the pancreas, as well as marked consolidation of the left lung base with air bronchogram suggesting pneumonia. Assessment: left diaphragmatic hernia with stomach, bowel in the left hemithorax. Left basilar pneumonia. Will be admitted to the intensive care unit to dr. Panzer. Has significant left shift and pneumonia on top of the diaphragmatic hernia with eventration of the abdominal contents. (B)(6) 2008: (B)(6). Radiology-chest x-ray, 2 views. Impression: volume loss left hemithorax with elevated left hemidiaphragm and what appears to be the stomach and colon in and intrathoracic position. There is associated atelectasis. Findings are suggestive of a diaphragmatic hernia although this does not seem to correlate with the volume loss. Volume loss may be present with an obstructive central lesion in the left lower lobe bronchus. (B)(6) 2008: (B)(6). Radiology-CT chest w/o contrast. There is a large defect within the central aspect of the left hemidiaphragm at the dome measuring an estimated 8 cm anterior to posterior. Through this defect, the entire stomach and a portion of the left colon and tail of the pancreas has herniated. There is marked consolidation of the left lung with air bronchograms present. Impression: large defect in the dome of the left hemidiaphragm through which has herniated the entire stomach, portions of the left hemicolon and the tail of the pancreas. Marked lung consolidation left lung base with air bronchograms present patchy infiltrate throughout the native left lung suggesting pneumonia. Probable chronic pancreatitis with calcifications likely within the tail the pancreas. (B)(6) 2008: (B)(6). History and physical. Presents with worsening dyspnea and depressed mental status today. Notably had pneumonia with hemoptysis (B)(6) 2008, was admitted for 2 days at (B)(6). She is followed at (B)(6) by dr. (B)(6) who is a surgeon, regarding her boerhaave¿s surgeries. She reports cough for 3 days. Today her boyfriend had difficulty arousing the patient and at 11:30 she was aroused and 911 was called. Reports emesis of ¿chocolate color¿ and is unsure if this was blood. Denies any change in her chronic abdominal pain, which she grades 6 out of 10. Laboratory studies: wbc 16.5. Assessment: boerhaave¿s syndrome with acute dyspnea and chest CT showing left lower lobe pneumonia and new large diaphragmatic hernia. Plan: neurologic: initial depressed mental status currently resolved, unsure if this related to relative hypoxia. The patient denies increased use of methadone or clonazepam. Will check urine toxicology and track mental status. Left lower lobe pneumonia. Large diaphragmatic hernia, dr. Anderson of thoracic surgery to consult in the morning. (B)(6) 2008: (B)(6). Cardiothoracic surgery consultation. Was operated on at (B)(6) over the course of 3 months, undergoing 5 surgical procedures. These included repair of the boerhaave¿s, as well as repair of a leak. She also underwent empyema and decortication and attempted repair of the diaphragmatic hernia. She has been on home oxygen and has had several episodes of pneumonia over the course of the last 6 months. Examination: abdomen; somewhat tender to touch. Assessment: diaphragmatic hernia with significant amount of abdominal contents in the chest cavity. Pneumonia. Significant anemia. Dr. (B)(6) will further consult on the appropriateness and timing of the surgical procedure. (B)(6) 2008: (B)(6). Gastroenterology consultation. The patient does not appear to have evidence of active gi bleeding at the time of evaluation. Previously had a thal patch of her proximal stomach by dr. (B)(6) at (B)(6). A swallow evaluation several days later showed a contained leak. Approximately 15 days later developed leukocytosis, fever and scan showing what appeared to be pneumomediastinum. Underwent laparotomy with drainage of her mediastinal abscess into her right pleural space as well as omental flap taken up and placed next to her thal patch. She had a stamm gastrostomy for drainage and a feeding jejunostomy tube and right thoracostomy tube on (B)(6) 2006, represented again in (B)(6) for right empyema requiring interventional radiology drainage, jejunostomy. The patient had persistent abdominal pain, poor tolerance of oral intake. Multiple CT scans, esophagram, upper gi and small bowel follow throughs, as well as endoscopy. CT between 2006 and 2007 showing her stomach and upper abdominal contents are elevated into her left lower thoracic cavity suggesting an injured or torn left hemidiaphragm. Admission on (B)(6) 2007 for abdominal pain. Underwent appendectomy, complicated by hemoperitoneum requiring every operation showed hemorrhage likely due to ruptured ovarian cyst. Cystectomy of her ovary. Assessment: diaphragmatic defect with large area of herniation 8 cm containing entire stomach portion of the left colon and the tail of the pancreas. Evidence of chronic pancreatitis. (B)(6) 2008: (B)(6). Operative report. Pre/postop diagnosis: left diaphragmatic rupture with herniation of intra-abdominal contents and recurrent pneumonia. Procedure: left thoracotomy with lysis of adhesions. Reduction of herniated abdominal contents. Primary repair of diaphragm defect, plication of eventrated diaphragm and reinforced diaphragmatic repair with gore dualmesh plus prosthetic. Findings: the patient was found to have extensive herniation of intra-abdominal contents into the left hemithorax. Adhesions were noted between the herniated intra-abdominal contents that included colon, stomach and to the pleural surfaces. There was no evidence of empyema or significant pleural rind. The patient was also found to have a markedly eventrated diaphragm with a focal diaphragmatic defect that was approximately 10 x 10 cm and located near the central tendon of the diaphragm. Procedure in detail: ¿after consent was obtained, the patient was brought to the operating room where she was placed in the supine position. She underwent successful general endotracheal anesthetic with a double-lumen endotracheal tube and appropriate position confirmed by fiberoptic bronchoscopy. A brachial arterial catheter was placed in the left upper extremity and a central venous line was placed and a foley catheter was also placed. The patient was then position in a right-side down lateral decubitus potion, and the hips were cantered posteriorly at 45 degrees allowing exposure to the abdomen, as well as to the left hemithroax. The abdomen and chest were then prepped and draped in the usual sterile fashion. A skin incision was made with a standard posterolateral thoracotomy incorporating the patient¿s previous lateral thoracotomy incision at approximately the 5th or 6th intercostal space. The incision was carried through the skin and subcutaneous tissue down to the level of the latissimus dorsi muscle was identified, spared and retracted anteriorly. The 6th intercostal space was identified. It was noted that this rib was already fractured posteriorly with a healed site of fracture and in fact it looked as if a shingle of the bone had been excised at the time of the original operation. Based on this finding, the decision was made to enter the 6th intercostal space. This was done with careful blunt and sharp dissection as well as bovie cautery until the pleural cavity could be entered. Upon entering the pleural cavity, it was noted that there was adherence between the visceral and parietal pleura of the lung, as well as the intra-abdominal contents and the thorax wall. Extensive adhesions were identified and required sharp dissection and bovie cautery in order to mobilize the intra-abdominal contents off of the parietal pleura as well as off of the visceral pleura of the lung. Once the lung was completely mobilized and separated from the abdominal contents, the abdominal contents were dissected off the superior surface of the diaphragm until the diaphragmatic defect could be identified. The defect was identified medially near the central tendon and it was approximately 10 x 10 cm. The defect was clearly demarcated with careful dissection until a nice wide margin of the free edge of the defect was accessible, both on the thoracic as well as the abdominal side of the defect. The herniated intra-abdominal contents, including colon, stomach and some omentum, were reduced through the hernia, and it was noted that on inspection of the diaphragm that the diaphragm was markedly eventrated and would require plication. The eventrated portion of the diaphragm was in the posterior dome of the diaphragm, and the defect was anteromedial. For this reason, I felt that there would be too much tension if we tried to close the primary repair and perform a plication with a single suture line. For this reason, the defect was reapproximated with interrupted 2-0 ethibond pledgetted horizontal mattress sutures to eliminate the diaphragmatic defect, followed by an imbricating plication of the dome of the diaphragm with additional interrupted 2-0 pledgetted ethibond sutures in a horizontal mattress fashion. The entire repair was supported with a piece of gore dualmesh plus prosthetic which was sewn with running 0 prolene suture, first with a horizontal mattress fashion circumferentially around the previously repaired diaphragmatic defect as well as the plication repair, wide bites incorporating dense diaphragmatic tissue were used to anchor the mesh and a second running 0 prolene suture in a whipstitch fashion was then used to reinforce the initial repair. Once this was completed, the lung was reexpanded with additional lysis of adhesions between the lower lobe and the upper lobe. The lung filled the thoracic cavity. The operative site was inspected for hemostasis. When hemostasis was assured, an on-q subpleural paravertebral catheter was inserted and then loaded with 0.25% marcaine. The chest was drained with two 32 french chest tubes, one right-angle chest placed posteriorly. The other an anterior apical chest tube. These were brought out through the 7th and 8th intercostal spaces and secured to the skin with silk stitches. #2 vicryl sutures were used in a figure-of-eight fashion for paracostal sutures to repapproximate the rib edges. The latissimus dorsi was then closed with a running 0 vicryl suture, followed by placement of the second on ¿q pain catheter beneath the latissimus dorsa muscle and above the intercostal muscle. This was also loaded with 0.35% marcaine. The remainder of the wound was closed in layers with absorbable suture. At the end of the case, sponge count, needle count and instrument counts were reported correct. The patient was subsequently returned to the supine position. A double-lumen endotracheal tube was replaced with a single-lumen endotracheal tube, and the patient was transferred to the intensive care unit in stable condition.¿ product identification records for the alleged ¿gore® dualmesh® plus biomaterial¿ were not provided. (B)(6) 2008: (B)(6). Discharge summary. Presented to emergency department with known history of recurrent ruptured diaphragmatic hernias. She had been followed by (B)(6) cardiothoracic surgery and had 5 surgical repairs during 2007. The patient presented with increased shortness of breath and altered mental status with hemoptysis, cough productive of yellow sputum but no fevers and chills. Her partner found her with difficulty breathing and was unable to arouse her. She had emesis of dark brown fluid and reported abdominal pain. (B)(6) 2010: (B)(6). Radiology-upper gi and small bowel follow through. Impression: very large paraesophageal hiatal hernia with large portion of the gastric body and a portion of the fundus extending intrathoracically. There is an element of rotation and folding of the stomach within the chest. Normal-appearing small bowel follow through.

Event description:
It was reported to gore that the patient underwent open hiatal hernia repair on (B)(6) 2008, whereby a gore® dualmesh® plus biomaterial was implanted. It was reported that on (B)(6) 2010, an additional procedure occurred whereby explant of the gore device was performed due to recurrence, and a second gore dualmesh® plus biomaterial was implanted.